Event description:
It was reported that the compressor shut down. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor shut down. Our field service engineer communicated with the hospital's equipment department. It was said that the compressor's radial fan capacitor was burnt out, causing the compressor to stop. No service visit, the hospital replaced the capacitor by themselves. The compressor has been returned to normal use. According to our field service engineer, the hospital's equipment department does not provide more information. Despite reminders the only information received regarding this complaint is the information stated in the problem description, which is not enough to determine the root cause of the reported failure. Given this, we have not been able to confirm the problem nor can we identify any root cause. Note. Information about the compressor serial number and manufacture date has been added to this record. H3 other text : 4117.

Event description:
Manufacturer ref.#: (B)(4).